Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the axiem power/comm cable was faulty. The site discarded the cable and had it replaced. The system checkout was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was poor connection to axiem unit. They order and replaced the faulty axiem power/comm cable. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to inspect the navigation system. The axiem pwr/data cable was replaced and the issue resolved. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.